Event description:
It was reported that the clinic being unable to establish communication with the insertable cardiac monitor (icm) using either in-clinic equipment or a bring-your-own-device (byod). Despite multiple attempts by technical service (ts) to initiate a patient-triggered interaction, the icm did not respond, and no haptic feedback was noted. The clinic also attempted to activate the icm using a magnet, but this was unsuccessful. Although the byod app showed active provisioning and normal functionality, and the mobile phone remained connected to the system, the presenting electrogram received consisted primarily of signal noise. Earlier presenting electrograms were the last to demonstrate identifiable cardiac activity. The icm did not migrate, and the user of the byod and app was unable to perform successful manual transmissions. Based on the repeated inability to wake or communicate with the system and the degraded presenting electrogram, ts recommended replacing the icm and returning it for analysis. The icm remains in service, with no reported adverse patient effects. The icm was explanted due to product performance issue and the icm was returned for analysis.

Manufacturer narrative:
The supplemmental 01 was updated due the icm was explanted and returned for analysis.

Event description:
It was reported that the clinic being unable to establish communication with the insertable cardiac monitor (icm) using either in-clinic equipment or a bring-your-own-device (byod). Despite multiple attempts by technical service (ts) to initiate a patient-triggered interaction, the icm did not respond, and no haptic feedback was noted. The clinic also attempted to activate the icm using a magnet, but this was unsuccessful. Although the byod app showed active provisioning and normal functionality, and the mobile phone remained connected to the system, the presenting electrogram received consisted primarily of signal noise. Earlier presenting electrograms were the last to demonstrate identifiable cardiac activity. The icm did not migrate, and the user of the byod and app was unable to perform successful manual transmissions. Based on the repeated inability to wake or communicate with the system and the degraded presenting electrogram, ts recommended replacing the icm and returning it for analysis. The icm remains in service, with no reported adverse patient effects.